Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. Based on the results of the investigation, foreign material remained in the channel due to the device being returned to olympus without reprocessing at the user facility due to water leakage from the device. It was confirmed by the reports: (B)(4) that performance of reprocessing on the device is secured by reprocessing in accordance with IFU. (Cleaning/ disinfection/ sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope angle does not move when operating the control knob and foreign material is coming out due to blockage of channel during preparation for use for a diagnostic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: angulation in the up direction is out of specification due to wear of the angle-wire, the gap of up/down knob is out of specifications due to wear of the angle-wire, insertion amount is out of specifications due to damage of channel tube, liquid leaks due to damage of channel tube, liquid leaks due to deformation of universal code, the condition of light guide bundle is not good, the adhesive part of bending section cover is broken, there is a crease at the switch button 1, there is a crease at the switch button 23, and there is a crease at the universal code. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.